Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 1300 mg/dl at the time of incident. The customer's blood glucose was 237 mg/dl at the time of call. The customer stated that they had a seizure and was vomiting. The customer stated that they were given insulin to treat the blood glucose. The customer also reported that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017. The customer stated that they had high blood glucose of 1300 mg/dl but they were off the insulin pump for greater than 48 hours at the time of the hospitalization. The insulin pump will not be returned for analysis.